Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that all therapies were exhausted for ventricular tachycardia and that the implantable cardioverter defibrillator (ICD) did not convert the patients ventricular arrythmia. The patient was externally defibrillated with two shocks in the emergency department. The ICD remains in use. No further patient complications have been reported as a result of this event.